Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a brief low flow alarms starting (B)(6) 2026 evening and eventually flows dropped to 0.0lpm. The bedside team completed a system controller exchange and increased the ventricular assist device (vad) speed with restoration of flows. The patient was transferred to the intensive care unit (ICU) and the flows dropped again to 0.0lpm. The bedside team made a decision to drop vad speed again. The patient had a computed tomography angiography (cta) that showed "thrombosis and complete occlusion of the inflow cannula and outflow graft of the vad." On preliminary read. The images were reviewed by the team, and an emergent pump exchange was planned. The lactate dehydrogenase was stable in 200s, and end organ function was stable as well. Two sets of log files were submitted. The previous controller recorded increased lvad temperatures at the times of flow reduction. This was indicative of the lvad consuming more power to maintain set speed. After the controller exchange, the newer controller recorded (f67) harmonic_compensation lvad fault flags. These events were indicating that the pump's rotor ability to spin may have been obstructed by some material other than the blood. The clinical information along with the log file data suggested that obstruction may have been from the inflow into the pump chamber. The patient was taken to the operating room for successful pump exchange via sternotomy with graft-to-graft anastomosis. The new heartmate 3 was without issues. The patient remained stable post the operation. The team reported one episode of sustained ventricular tachycardia and had a history of pulmonary embolism, deep vein thrombosis, and transient ischemic attack (tia). Other than what was stated, no other episodes or history that could cause pump thrombosis.